Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the permanent cautery spatula instrument for failure analysis as it was discarded; however, the customer provided a photograph of the instrument. Quality improvement engineering performed a photographic inspection confirming the ceramic sleeve was broken, and the known common cause is mishandling/misuse. No other damage seen on the instrument if additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: a piece of the permanent cautery spatula instrument broke off into the patient and could not be retrieved from the patient.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, when a vessel was going to be stapled using a 3rd party gia curved stapler, it snapped the permanent cautery spatula instrument in its jaws, which was on arm 1 of the da vinci system. After the instrument was removed, they found the tip was chipping. They said they couldn't retrieve the broken parts from the patient completely. The instrument was discarded. No patient harm or adverse outcome was reported. On (B)(6) 2016 intuitive surgical inc., (isi) obtained additional information from the initial reported who clarified the permanent cautery spatula was inadvertently broken by the 3rd party stapler's jaws causing fragments of the permanent cautery instrument's alumina ceramic sleeve to fall into the patient.